Manufacturer narrative:
4/27/1998: h10 - infection follow-up letter received from health care provider stating that cultures were not performed on the patient prior to re-implant of new device.

Event description:
Report of infection rec'd with returned product. Follow-up letter will be sent to health care provider for further info on this event.